Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The reload surefrom 45 accessory was analyzed and found to have shown irregularities when used with the second magazine. The instrument closed and showed the yellow bar to close. The process was interrupted by the device compressing again. This process was repeated about 4 times. After that, the device displayed: "please remove the instrument, the knife may not have retracted" after removal, the knife was not retracted, and the tissue was only stapled and cut in half. The tissue was then severed with a new stapler. There was no complaint against the accessory to assess the effect of its failure.

Event description:
The stapler sureform reload 45 was an incidental return with a stapler sureform 45 which was reported to have fire/partial fire failure. No allegation was made against this product.